Event description:
Procedure: total gastrectomy rou-en-y, lap to open. According to the reporter: joining the device to the orvil was difficult, but it connected after five attempts. Very weak donuts were produced after applying the device. In 2008, the pt was returned with a broken down abdominal wound infection, which was washed out and vac dressing was placed. About 5 days later, a stent was placed to bridge a problem at the anastomosis. It is reported that the pt's current condition is critical. No further info has been provided thus far.